Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the emergency room (ER) due to experiencing a syncopal episode and this crt-d could not be interrogated successfully, it was noted that a magnet was placed and tones were audible. Additionally, at the last interrogation one year remained on the battery. The boston scientific representative indicated they would follow-up to try to interrogate the device. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the emergency room (ER) due to experiencing a syncopal episode and this crt-d could not be interrogated successfully, it was noted that a magnet was placed and tones were audible. Additionally, at the last interrogation one year remained on the battery. The boston scientific representative indicated they would follow-up to try to interrogate the device. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that the interrogation was unsuccessful due to a zip telemetry anomaly with the programmer. The boston scientific representative was able to troubleshoot and resolve to complete interrogation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding the resolution of this event. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.